Manufacturer narrative:
Pt age and weight: unk. Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. (B)(4). Results: a visual inspection of the returned product found half of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions: (no device failure): based on the complaint history and the evaluation of the returned product, it has been determined that the root cause of this event was due to patient's anatomy and was not lens related. (B)(4).

Event description:
The reporter stated he spoke with the surgical tech who was in on this case. The surgeon inserted a aa4204tl silicone single piece lens with toric optic. In the patient's eye. After insertion the physician decided to remove the lens during the same procedure, the lens would not work due to the patient's anatomy. The lens was removed with no patient injury. No enlarged incision and no suture used. No issues with the device. Another lens was implanted.